Manufacturer narrative:
(B)(4). Customer returned pump for an alleged critical error alarm and moisture exposure to the pump found on the event date (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to verify critical error alarm due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Confirmed moisture damage at the pcba 1 / pcba 2 / harness assembly. Not confirmed critical error alarm due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error after insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.